Manufacturer narrative:
This report is a response to medwatch report mw5095270. The initial reporter of the complaint is unknown to the manufacturer. Proximate concepts had received the complaint, but no device was returned for evaluation. Therefore we have limited information from the entity submitting the complaint. Based on the information provided, it is unknown what lot number to perform a manufacturing audit on. Proximate concepts performed an audit of relevant sterilization records and confirmed that devices shipped in the time-frame of this report were confirmed to be sterilized to documented procedures. Bioburden testing and sterilization logs confirm shipment of sterile product. As such, this file has been closed. Manufacturer's reference number: (B)(4).

Event description:
On 06/18/2020 a hcp submitted a voluntary report to the FDA (mw5095270) regarding an adverse event that occurred 10 days post breast augmentation surgery. The reporter explains that after the placement of implants, the patient developed a pinhole opening in one wound and began to drain fluid. The following day, the hcp reported that both incisions were draining, and the breasts were painful. The patient was placed on oral antibiotics and over 2 weeks began to heal.